Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding, severe bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), abdominal distension ("bloating"), migraine ("severe migraines / migraines"), dyspareunia ("painful intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain"), abdominal pain lower ("pain in lower abdomen") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal distension, migraine, dyspareunia, menorrhagia, vaginal haemorrhage, nausea and weight increased outcome was unknown and the headache, abdominal pain lower and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Current weight 185 lbs. Approximate weight at the time of essure placement 175 lbs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), headaches, nausea, weight gain, pain in lower abdomen, were added. Product implant date was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding, severe bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included asymptomatic hiv infection. *current weight 185 lbs. Approximate weight at the time of essure placement 175 lbs. Concurrent conditions included obesity. Concomitant products included hydrocodone and norethisterone (micronor) from (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced migraine ("severe migraines / migraines"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), headache ("headaches"), abdominal pain lower ("pain in lower abdomen") and back pain ("back pain"). The patient was treated with surgery (robotic-assisted laparoscopic type 2 radical hysterectomy, bilateral salpingectomy,oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, headache, nausea, abdominal pain lower and back pain had resolved and the genital haemorrhage, abdominal pain, abdominal distension, migraine, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had essure device was completed, the device fired and seated, with 3 visible rings on the right and 8 visible rings on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: pelvic pain, abdominal pain, vaginal haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-feb-2019: new pfs received- outcome of events pelvic pain, abnormal bleeding, nausea updated from unknown to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2017: quality safety evaluation received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced heavy bleeding, severe bleeding (seen as genital bleeding). This event is anticipated in the reference safety information for essure. Coils were removed approximately 3 years and 5 months after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy and salpingectomy). Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical event is not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding, severe bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("cramping"), abdominal distension ("bloating"), migraine ("severe migraines") and dyspareunia ("painful intercourse"). The patient was treated with hysterectomy and salpingectomy on (B)(6) 2016. Essure was withdrawn. At the time of the report, the genital haemorrhage, abdominal pain, abdominal distension, migraine and dyspareunia outcome was unknown. The reporter considered genital haemorrhage, abdominal pain, abdominal distension, migraine and dyspareunia to be related to essure. Company causality comment this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced heavy bleeding, severe bleeding (seen as genital bleeding). This event is anticipated in the reference safety information for essure. Coils were removed approximately 3 years and 5 months after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy and salpingectomy). Other nonserious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.